Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episodes were recorded due to undersensing on the device. No intervention will be performed at this time and the physician will continue to monitor the device. The patient was in stable condition.